Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a procedure, an amplifier disconnected error was reported and three beeps weren't heard upon startup. The system and fiber to cat 5 converter were power-cycled, the fibers were exchanged, and the cat5 connection port was checked, but the issue persisted. The patient was in the room and prepped for the procedure and the procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
One workmate claris amplifier was received for evaluation. The returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed using a test media converter and confirmed that the returned amplifier performed within the factory specifications. The communication test was run for several hours and no loss or drop in communication was observed. The reported connectin error could not be confirmed. As received, the amplifier successfully connected with the workmate computer and no disconnection or error message was observed. The communication test was run for several hours and no loss or drop in communication was observed. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.